Manufacturer narrative:
D10 concomitant medical product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot# p4j1187) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic wedge resection of the lung, the device locked on tissue and could not be removed. To resolve the issue, another handle was opened, and the tissue was transected around to remove the device. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic wedge resection of the lung, the device locked on tissue and could not be removed. To resolve the issue, another handle was opened, and the tissue was transected around to remove the device. Visually, the user tried to return the black knob after removing the device, however, it did not retract. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, h6 (fdd a0510 added). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (manufacturing name, street, manufacturing city), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the retraction knobs were advanced. The articulation lever was not in home position. The reload jaws were clamped. The reload was articulated. The packaging for an handle was visible. Pressure was briefly applied to the retraction knobs. The green button was pressed and the handle was actuated. The articulation lever was moved into home position. Pressure was briefly applied to the retraction knobs repeatedly. The blue button was pressed. It was reported that the instrument was locked on tissue and it was difficult to retract knife blade. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.